Event description:
Nurse attempted to remove foley catheter, withdrew from balloon and pulled on catheter, met with resistance. Pt complained of extreme discomfort and pressure in urethra. Physician cut catheter in attempt to release the fluid, but still no deflate, so catheter withdrawn intact.